Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however, difficulty to remove (guide wire) can be affected by numerous factors including, but not limited to, material damage, interactions with other devices and accessory product support. There is no indication of a product quality issue with respect to manufacture, design or labeling. The balance middleweight universal guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right coronary artery (rca). The xience sierra stent delivery system was advanced over the balance middlweight universal guide wire. The xience sierra stent was deployed and no issues were noted. During removal of the stent delivery system, slight resistance was noted with the guide wire. There was no adverse patient effect or clinically significant delay. No additional information was provided.